Manufacturer narrative:
Reported event: an event regarding instability & rom involving a triathlon insert was reported. The events was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it as reported that the patient was reported due to instability and stiffness in the joint. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to instability and joint stiffness. Surgeon's original plan was to convert the patient's ts knee to triathlon hinge, but ultimately decided to revise the insert from a 23mm thickness to a 22mm thickness. Rep confirmed that no further information will be released by the hospital or surgeon.